Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with low leak. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation, device does not provide adequate air pressure, generates more pressure, blower with electrical damage. The customer complaint was reproduced. There are multiple errors has been identified. The device was scrapped.